Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an unraveled stylet was confirmed and the cause was determined to be associated with use of the device. One 5 fr dual-lumen (d/l) powerpicc catheter was received with a damaged stylet. No portion of the stylet wire was observed in the PICC. The catheter exhibited evidence of use. The d/l tubing had been trimmed at the 35cm depth mark and the distal catheter segment was not returned for investigation. A tacky residue was observed between the bifurcation and the 5cm depth mark. The powerpicc was received with a non-vad extension set attached to the purple connector and a non-vad injection cap attached to the red connector. The t-lock extension set was received separate from the PICC and with a non-vad injection cap attached to the green connector. No portion of the stylet was attached to the t-lock extension set. Two segments of the stylet were returned for investigation. The coil wire was stretched over the core wire distal to the black tab. The core wire extended 57.7 cm from the distal end of the black pull tab. The core wire was kinked 2mm from the distal tip of the returned segment. A loose section of coil wire was also returned separate from the core wire. Approximately 34cm of the coil wire remained tightly coiled and no portion of the core wire was observed within the coil wire. The distal tip of both the core wire and the coil wire segments were microscopically examined. The weld tip was not present and a portion of the surface at the distal end of the core wire and the tightly coiled end of the coil wire exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was severed. This type of damage typically occurs when the catheter is trimmed to length without sufficiently retracting the stylet. The length of the stylet core wire indicates that approximately 19.3cm of the stylet had been cut away. The stylet or stiffening wire needs to be well behind the point the catheter is to be cut. The stylet or stiffening wire should never be cut. The inadvertent cut in the stylet allowed the coil wire to stretch over the core wire. The stretching of the coil wire most likely resulted in a break in the coil wire. No damage associated with the manufacturing process was observed on the returned sample. A lot history review (lhr) of recu1673 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the wire was broken. There was no reported patient injury. (B)(6) 2019 the facility provided detailed information as below. When a nurse tried to connect the luer connector and the infusion line just after the catheter placement, s/he found that the t-lock connector was not removed and the distal stylet segment was hung from the rubber plug of the t-lock connector and remained into the catheter. The doctor had misunderstood the procedure of the stylet removal as withdrawing only the stylet instead of withdrawing the entire t-lock connector/stylet assembly. The patient had a powerpicc implanted via the left basilic vein of left upper arm on (B)(6) 2019.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the wire was broken. There was no reported patient injury. On 08/02/2019 the facility provided detailed information as below. When a nurse tried to connect the luer connector and the infusion line just after the catheter placement, s/he found that the t-lock connector was not removed and the distal stylet segment was hung from the rubber plug of the t-lock connector and remained into the catheter. The doctor had misunderstood the procedure of the stylet removal as withdrawing only the stylet instead of withdrawing the entire t-lock connector/stylet assembly. The patient had a powerpicc implanted via the left basilic vein of left upper arm on (B)(6) 2019.